Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation is confirmed. The device was not received for investigation. An image was provided with metal shavings that were being produced by the bone cutter. The most likely cause is attributed to misuse due to prying/leveraging the device against hard bone and/or tissue which creates surface damage across the inner and/or outer tube--thus indicating interference between two surfaces. According to dfu-0215-eo; f; #15: powerpick device tips can bind in bone and render the device inoperable if the device is stopped while inserted in bone and/or if the angle of the rotating tip is changed while drilling. Make sure handpiece is off while changing device tip position.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 14th september 2023, it was reported by a sales rep via email that an ar-8550bc, bone cutter,5.5mm x 13cm is shedding iron filings into the joint when doing a acromioplasty procedure only when doing the ac joint resection of the procedure on (B)(6) 2023. This happened with same product under 2 different lot numbers lot 14557184 and 14918873. Customer does not like metal filings in the joint and was able to complete the procedure successfully by using the shaver to suck out the debris. The procedure took more time than normal to complete. The customer would like to be informed about why this occurs and if there were possible ways that arthrex could rectify it.